Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction and thrombosis are known adverse events as listed in the instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information received indicates that per the death certificate, the causes of death were acute myocardial infarction, congestive heart failure, chronic obstructive pulmonary disease and diabetes. Additionally, the cause of death was possibly very late stage thrombosis.

Event description:
It was reported that on (B)(6) 2008 the patient underwent stenting in the the mid right coronary artery with one 2.5x28 xience v stent. On (B)(6) 2010, the patient experienced agonal respirations was intubated, went into cardiac arrest and expired. The cause of death is currently unavailable. Though requested, there was no additional information provided.